Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was implanted with a small cuff due to a thin urethra, and the cuff was unlikely to provide adequate continence. The patient also reported discomfort when the system was activated. As a result, the balloon was explanted and replaced with a lower pressure model. No additional information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100419958. Model/catalog description: pump. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100657100. Model/catalog description: balloon. Unique identifier (UDI) # (B)(4).